Event description:
Reporter stated that patient received the following results on the aviva combo system compared to lab results within 10 minutes: 139 mg/dl (meter) and 77 mg/dl (lab). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).